Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review was conducted. The review showed no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. Teleflex will continue to monitor feedback from the customers on issues related to pin hole(s) found at inspection on adaptor products. No sample available from the customer to investigate. Complaint not confirmed. Root cause is unk.

Event description:
The event is reported as: during incoming inspection the report indicates a pin hole in the package. No report of pt involvement/injury.